Event description:
Per complaint (B)(4), a patient experienced implant loss of integration. Per the complaint, the patient removed their upper denture for cleaning and when placing it back, experienced severe pain. When the patient returned to the clinic, implant mobility was noted, and the implant was removed.